Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Patient information was requested, but no information was provided. The device was not returned for evaluation.

Event description:
It was reported by the fsa that a surgeon was performing an anastomosis using gore-tex® suture and while suturing the gore® propaten® vascular graft to the artery during bypass, the needle bent. No harm was noted to patient.

Manufacturer narrative:
Upon further review, it was determined the reported bent needle is not a reportable malfunction and was reported erroneously. This report is hereby retracted.